Event description:
The event involved a customer facility regarding oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w chemolock port, clamp, anti-siphon valve, spiros; chemolock; syringe transfer set w microclave, chemolock port. It was reported that there was another leak which was noticed during pump fill before reaching the patient. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.